Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor had a red blinking light. Patient services informed the patient and patient advocate that this may indicate an alert that was not able to be transmitted to the clinic. Patient services assisted the patient and it was discovered the cellphone adapter was not working. Patient services referred the patient to their clinic for assessment of the data from the cardiac resynchronization therapy defibrillator (crt-d). Further review of the data from the remote home monitoring system found that the previous remote interrogation from six days earlier showed tachycardia therapy to be programmed off for an unknown reason. The crt-d remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient has been designated as do not resuscitate and chose to have the tachycardia mode turned off in the crt-d. Tachycardia therapy was programmed off in the clinic which is why the red light was blinking on the remote home monitor.